Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 101 mg/dl and their sensor glucose read between 40 and 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend one night when their blood glucose declined to 60 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.